Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A definitive cause for the reported inability to remove the gripper line in this incident could not be determined. It is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to remove the gripper line during removal. During returned device analysis, the gripper line was removable with curves on the device when the cds was flushed. It is possible that curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the gripper line removability test failed which has the potential to lead to a portion of the gripper line being left in the patient anatomy and may cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve; however, the gripper line removability test failed. The clip was not implanted and the cds was replaced. Two clips were implanted reducing the mr to > 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.